Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to place the ipg in MRI mode as well as programs amplitude will not increase thus causing ineffective therapy. Diagnostic testing revealed high impedance values on 2 lead contacts. Reportedly, the patient is requesting an MRI therefore surgical intervention may be undertaken as the next course of action.